Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2016 with the following findings: investigation revealed a crack in the battery compartment. In addition, the display was dim and discolored. Unrelated to these issues, the keypad was lifting on the lower part of the keypad near the ok button. All of the keypad buttons were fully responsive. However, when the keypad cover was removed, contamination was found. In addition, the pump case was cracked at the upper left corner of the display lens. Another crack was noted in the lower corner of the keypad near the ok button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/18/2016. Investigation revealed a crack in the battery compartment. In addition, the display was dim and discolored.